Event description:
Pt had spinal surgery for the implantation of a vista (threaded) cage in 2003. The implantation was exacerbated by the removal of a synovial cyst from his backbone. His legs are now getting numb and he cannot feel his left foot. The synovial cyst was diagnosed in 2003, and removed. Because the surgery left his back "unstable," his neurosurgeon recommended the implantation of a spinal cage. Rptr is concerned that pt's leg problems (which are progressively getting worse) are caused by a bad spinal cage.